Event description:
It was reported that the lead had dislodged. When repositioning was unsuccessful the lead was explanted and replaced. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal.